Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulty); patient¿s condition affected effectiveness of device (anatomy related); (cause of event is unknown). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related); (cause of event is unknown); device discarded.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Medical history is unknown. It was reported that after the main body was implanted, the physician tried to recapture the spindle into the outer sheath; however, there was some resistance and he was not able to recapture the spindle into the sheath. The spindle remained separate from the outer sheath but the physician decided to pull the delivery system. The physician felt some resistance while pulling the delivery system; however, it was removed from the patient successfully. There was no health damage on the patient. The physician then checked the delivery system and noticed that a calcified mass like atheroma was caught between the spindle and the sleeve; therefore, it prevented the spindle from recapture. The patient is doing fine and no additional clinical sequelae were reported.